Event description:
It was reported by the patient that she was implanted in 2004. In 2005 her stomach began to feel tender and hurts when she walks and certain foods make her sick (began about 8 mos. Ago). Also reports a bulge of the incision that has also been there for about 8 mos. During her last md visit in 2006, md suggested physical therapy for the discomfort.

Manufacturer narrative:
Based on the information currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.